Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The stem was implanted into the patient's femur on (B)(6) 2011. When the patient stood up to use the toilet at home, he heard a popping sound and then began to feel uncomfortable. Thus, he visited the hospital and x-ray examination was performed. The doctor determined that the stem may have broken, and the decision was made to perform revision surgery. On (B)(6)2024, the revision surgery was performed and it was confirmed that the stem was not broken, but dislocation of the head due to wear of the stem was found. The revision surgery was completed successfully and the stem was discarded after the surgery.